Manufacturer narrative:
The complaint was confirmed. The user facility's biomedical engineer replaced the connector and coupling and returned the unit to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking. The device was not changed out, as they used the unit for the case as it still functions. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.